Manufacturer narrative:
This is a reportable malfunction. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: useful life expectancy met. The complaint history was reviewed. (B)(4) - too deformed to measure, undetermined.

Event description:
Allegedly tip of instrument broke off and remains in patient.